Event description:
It was reported that prior to battery replacement surgery, an impedance check was run and it was identified there was a variance on contact 0 prior to battery replacement. Detailed impedance numbers are as follows for monopolar- contact 0 (3955) bipolar- 0-1 (4035), 0-2 (4427), 0-3 (4520) after battery replacement impedance remained and the detailed numbers are as follows for monopolar - contact 0 (4110) bipolar 0-1 (4068), 0-2 (4444) 0-3 (4565) there is no active stimulation at this contact on the lead. No patient symptoms were reported. No external factors are believed to be in play. Issue remains unresolved as of this report. No further actions have been taken or are planned to address this.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# v287456, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID: b35200, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 03-sep-2011, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(6), ubd: 09-oct-2013, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(6), ubd: 09-oct-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v287456 implanted: (B)(6) 2009 product type lead. Product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2009 product type extension. Product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2009 product type extension. Product ID b35200 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep. Rep reports that cause of impedance remains unknown and that although the problem remains unresolved, no further actions will be taken to address this.